Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that she had dinner and her blood glucose was low; she input the carbohydrates value and later suspended her bolus when she found that the blood glucose reading was 60 mg/dl. She stated that the blood glucose reading dropped to 50 mg/dl, then down to 45 mg/dl. She stated that she drank a soda, the blood glucose reading rose to 53 mg/dl, then dropped to 37 mg/dl. She stated that she had been experiencing low blood glucose for almost 3 hours. Upon troubleshooting, it was found that the customer had treated and delivered 1.6 units of insulin, but she still had 0.7 units of active insulin on board and her blood glucose was below her target range. The active insulin was not subtracted from her total because the blood glucose was lower than the target range. She advised that she is sensitive, and the 0.7 units of insulin would have caused the low blood glucose issue she experienced. None else noted.